Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading ranged between 50 and 64 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).